Event description:
It was reported that the procedure failed. A 1.25mm rotapro and rotawire were selected for use. During the course of the procedure, it was noted that the rotawire blocked into the rotablator device. Consequently, the procedure failed.

Event description:
It was reported that the procedure failed. A 1.25mm rotapro and rotawire were selected for use. During the course of the procedure, it was noted that the rotawire blocked into the rotablator device. Consequently, the procedure failed.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The device was returned within the rotapro used during the procedure. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed, but was not able to be reinserted beyond the kinked and stretched coil of the returned rotapro device. Product analysis confirmed the reported event as the returned wire was not able to be reinserted beyond the kinked and stretched coil of the returned rotapro device.